Event description:
Pt. Was getting CT scan of chest with contrast. Technologist loaded injector as per protocol, hooked up connector tube to heparin lock and injected 100 cc of contrast. On scan films, air was observed in the subclavian vein, inferior vena cava, and around the heart.